Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery using a contralateral approach as well as the popliteal artery with non-bsc 6f introducer sheaths. The 100% stenosed (chronic total occlusion) lesion was located in the moderately tortuous left superficial femoral artery (sfa). Another manufacturers' guide wire and a 3x20mm wanda balloon catheter were advanced from the popliteal access site, but were advanced through a false lumen. The same guide wire and balloon catheter were then advanced from the femoral access site and crossed the lesion. The guide wire was then exchanged to another non-bsc guide wire and pre-dilation with the 3x20mm wanda balloon catheter was performed. An 8x66mm and an 8x37mm wallstent were then implanted in the target lesion. This 6.0-80, 120 wanda balloon catheter was used for post-dilation; however, the balloon ruptured on the first inflation at 10atms. Post-dilation was completed with another 6.0-80, 120 wanda balloon catheter and the procedure was concluded. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. An examination of the returned device revealed no damage was noted to the shaft of the device. The balloon was not folded or wrapped fully around the shaft of the device. There were traces of blood visible on the balloon. An examination of the balloon noted a longitudinal tear in the balloon material starting approximately 41mm proximal to the proximal edge of the distal markerband and running approximately 27mm proximally down the length of the balloon. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery using a contralateral approach as well as the popliteal artery with non-bsc 6f introducer sheaths. The 100% stenosed (chronic total occlusion) lesion was located in the moderately tortuous left superficial femoral artery (sfa). Another manufacturers' guide wire and a 3x20mm wanda balloon catheter were advanced from the popliteal access site, but were advanced through a false lumen. The same guide wire and balloon catheter were then advanced from the femoral access site and crossed the lesion. The guide wire was then exchanged to another non-bsc guide wire and pre-dilation with the 3x20mm wanda balloon catheter was performed. An 8x66mm and an 8x37mm wallstent were then implanted in the target lesion. This 6.0-80, 120 wanda balloon catheter was used for post-dilation; however, the balloon ruptured on the first inflation at 10atms. Post-dilation was completed with another 6.0-80, 120 wanda balloon catheter and the procedure was concluded. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.